Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/1/2017. It was noted that the brim cap of the sheath was detached. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. It was reported that the brim cap of the preface sheath became loose during the procedure allowing blood to spill out. The sheath was replaced and the procedure was continued without patient consequence. The device was visually inspected and it was found that the brim cap of the sheath was detached. The customer did not return the brim cap. During the visual inspection detail it was confirmed that the brim cap was detached but not returned for analysis. However, kinks were found on the body of the shaft. No other anomalies were found. Additionally, the preface was inspected under vision system and retention ring was observed properly molded. No damage conditions were observed. Then per the reported event, the outer diameters of the hub ring were measured and it was found within specifications. A lab sample brim cap was properly snapped to the hub ring (thread hub) of the unit. Also, a lab sample vessel dilator and a lab sample smart touch were introduced into the unit and not anomalies were observed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified since the brim cap was not received with the product. However, the device passed functional analysis. It remains unknown the root cause of the failure since the device did not present evidence of a manufacturing defect or any anomaly that could contributed to the failure reported. The root cause of the kinks remain unknown.

Manufacturer narrative:
Additional information was received providing a correction to the OEM lot number originally provided of 7549521. The correct lot number is 17549521. The manufactured date and expiration date have been provided. Manufactured date have been populated. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Still pending is the manufactured date and expiration date. Therefore, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. It was reported that the brim cap of the preface sheath became loose during the procedure allowing blood to spill out. The sheath was replaced and the procedure was continued without patient consequence. This event has been assessed as a reportable malfunction as there is potential for bleeding or air embolism that might require additional intervention to prevent serious injury or death.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures correction to model #/lot #. Expiration date. In error, reflected 7/31/2019. It was corrected to 7/31/2017. (B)(4).